Event description:
A medical physicist at the user facility called nomos customer service concerning a treatment interruption experience with the nomos mimic collimator. A fault in the mimic had stopped the treatment, and the user was able to reboot the system and continue treatment without incident. However, the user observed that the mimic system failed to record and display the treatment arc and gantry position at which the fault occurred and treatment was stopped. The device was analyzed by nomos. It was determined that the circuit board carrying the system's microprocessor and memory devices had failed, causing it to not record and display the point at which the system had stopped. The error recording function of the mimic system is intended to supplement normal clinical practices requiring monitoring and documenting treatment progress. The practitioner is required to record the delivery of each arch in each fraction treatment chart. While the mimic's error recording system simplifies the process of resuming treatment after a fault condition occurs, standard treatment recordkeeping practices are sufficent for this purpose. Nomos has prepared a customer communication notifying users that a component failure within the mimic could cause it to fail to record and display information relative to an arc which was not successfully completed. The communication urges user not to relay exclusively on the mimic's recording capability, and to follow standard clinical practices for tracking and recording treatment delivery.